Manufacturer narrative:
Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported by the healthcare provider that the device alarmed driveline power fault. The alarm was silenced and cleared. The alarm returned a few hours later. A modular driveline replacement was performed. No other unusual events reported. No further information provided.

Manufacturer narrative:
Investigation summary: the reported event of driveline power fault alarms was unable to be confirmed. Visual inspection of the returned hm3 modular cable revealed that it was in unremarkable condition. The returned modular cable was connected to test hm3 equipment and a mock circulatory loop. The system operated as expected with no alarms active, even with manipulation of the modular cable. The cable also passed the manufacturing test procedure without issue. The returned modular cable was found to function as intended during analysis. Several requests for additional information were made, including whether the alarms resolved after the modular cable was replaced and whether log files from the time of the alarms were available for submission; however, at this time no response has been provided. The cause of the reported event was unable to be determined during this investigation. Patient remains ongoing with the pump. No further information was provided. The manufacturer is closing the file on the event.